Event description:
Needle retracted following insertion and catheter broke from adapter leaving a small portion of the catheter left sticking out of the patient's vein. The nurse was able to retrieve the catheter fragment successfully with their fingernails.